Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor exhibited false positive episode due to under-sensing. No intervention was performed, the patient would continue to be monitored and was in stable condition.